Manufacturer narrative:
The cusa excel 23khz cem nosecone (c6623) was returned for evaluation: failure analysis - the investigation confirmed that the device failed the closed switch conductivity test, and high dc voltage circuit insulation property test. Destructive testing completed found no evidence of leak path or ingress. As a result, the device will be scrapped. Root cause - the root cause is confirmed as failure of the closed switch conductivity test and high dc voltage circuit insulation property test. The risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Event description:
A facility reported that the cusa excel 23khz cem nosecone (c6623) turned on even though the power button was not pressed. Patient injury and delay in surgery is unknown however, a possibility of burn injury was reported. Another device was used to complete the surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa excel 23khz cem nosecone (c6623) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Based on the customer reported failure ¿device turned on without pressing power¿ there is insufficient information to provide a possible root cause. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.